Event description:
Per the clinic, the patient developed a chronic soft tissue infection at the abutment site (specific date not reported). There are plans to remove the abutment; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent abutment removal on (B)(6) 2021 under general anaesthetic. The patient was placed on IV and drops antibiotics post operation (date and duration not reported).